Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis and high blood glucose. The customer¿s blood glucose value at the time of admission was 520 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The caller also reported that the infusion set was not all the way into the body and was leaking. The device will not be returned for analysis.